Event description:
It was reported that several weeks ago, the patient lost coverage on the right side. Interrogation demonstrated stimulator malfunction (unspecified). Intra-operative evaluation and revision included explantation of the system.